Manufacturer narrative:
A hillrom technician visited the account and was able to confirm that the allen grub screw that attaches the composite hook to the sling bar was missing. The nut in which the allen grub screw is supposed to be attached was present. The lift was recently installed at the account by a third party contractor. Load test with 200 kg were carried out as per liko procedures and a visual inspection for obvious defects was also performed. It is uncertain if the allen grub screw was present during this tests or when the allen grub screw was removed. In the IFU for likorall 200 (7en120114 rev. 10) it is stated under inspection and maintenance: for trouble-free operation, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the sling bar attachment. Hillrom is considering this to be a one time event and is conservatively reporting this incident due to the presence of the patient during the composite hook detachment. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the screw was not fitted in the slingbar retaining hook, causing the slingbar hook to detach during a lift. Healthcare personnel present during the lift was able to ensure that the patient did not fall during this detachment. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).